Manufacturer narrative:
Returned disposable was received in good physical condition. During the evaluation of the disposable, there was no discrepancies detected during the accuracy test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd administration set was linked to under infusion. The 21-7322-24 admin set was being utilized for chemotherapy. 3 out of the 4 sets being used functioned properly, but one did not. Test were ran on the pump and the administration set. The pump functioned within normal operating limits. The 21-7322-24 sets initially tested within 1.4% of specs (within limits). The set in question returned and was 29% under infusion. The same set was tested on the same pump the patient used. The set under infused by 34%. He incident involved a 24 hour infusion that was initiated on (B)(6) 2019 and concluded on (B)(6) 2019. There was a patient present but there was no patient or clinical injury. The patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame.